Manufacturer narrative:
000 evaluated,meets specifications;contact customer. Water flow checked, it was excellent. Found setting water flow at minimun, the hp got warm or hot . Recommend do not using water flow at minimum, increasing the flow rate as needed to cool down the heat. Replaced damaged/worn components and recalibrated unit to factory specs. Qa by(B)(6). Note: only one hp has been replaced.

Event description:
While the customer was using a g310 cavitron 300 series, they allege that the inserts melted into the handpieces. There was water but it got really hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.